Event description:
It was reported that the spike cannot be inserted inside the bottle. The procedure was completed with a competitor device. No patient injury or significant delay were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, concise investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.